Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 400 (mg/dl) for approximately a month. Customer reported that their settings were adjusted by their health care provider; however, the customer continued to experience the elevated bg levels. Customer would administer boluses with the pump, and administer insulin injections to treat their bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Reportedly, the customer uses humalog insulin in the pump cartridges for 3 days at a time. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with their health care provider to discuss diabetes management.